Event description:
It was reported that pump experienced malfunction where screen went dark and would not turn on, and caller later observed malfunction code displayed. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy and has an alternate method of insulin therapy available if necessary.